Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited intermittent capture. X-ray confirmed that the lead was dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.